Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the buttons of insulin pump were sticky and screen was dimmer and hard to read. The customer¿s blood glucose level was unknown at the time of the incident. Customer also reported that the rewind of insulin pump taking longer time. The device will not be returned for analysis.